Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I. Device registration information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the ins implant surgery was "screwed up" and "completely put in wrong" causing a "disability since then". Pt said that they heard this from several doctors. Pt had ins removed 16 years ago. Patient's (pt) reason for call was to request a medtronic representative at their next appointment. Patient service specialist reviewed role of representative and redirected pt to health care provider. Pt called back repeating again ins was taken out a year after it was put it. Ins died after one year. Pt says it was never put in properly. She has several hcps look at it and one asked if a 7 year old implanted her, "that's how bad it was screwed up'. Patient's neurosurgeon wants the rep to be present at her next apt on jan 28th at 9 am. Hcp did not go into details and only said ins was not put in properly with a rep over the phone. Pt says she has not heard back from the rep. An email was sent to the rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's leads remained implanted and only the ins was explanted.